Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is poor initial implant placement.

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient initially had pain relief following the procedure but later had a recurrence of si joint pain. The surgeon determined via CT scans that the most cranial implant was placed too posteriorly and was not fully seated in the sacrum. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the most cranial implant. The patient's pain complaints resolved following the revision surgery.